Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that during use, the medial lumen of the catheter administering the sedation medication became blocked without visible reason and as a result, the patient woke up. The clinician reported that the lumen was changed with urgency. It is unknown if there were patient complications. Additional information received on 01/08/2010 stated this event involved a male patient (B) (6). The insertion site was the left subclavian, inserted in the intensive care unit. The event occurred 19 days after introduction and to resolve the issue, the catheter was withdrawn and replaced with a new one using the femoral site. The following drugs administered are as follows: nimbex (cisatracurium): 10 mg/h, sufenta (sufentanil): 10 ug/h, hypnovel (midazolam): 10 mg/h, noradrenaline: 3 mg/h, dobutrex (dobutamine): 3 ug/kg/min.